Event description:
It was reported that during an office check this cardiac resynchronization therapy pacemaker (crt-p) exhibited noise on both the right atrial (ra) and right ventricular (rv) channels that was being oversensed resulting in inappropriate atrial tachy response (atr) episodes. Technical services discussed possible physiologic noise. The device was re-programmed to increase the sensitivity. At this time, this system remains in service. No adverse patient effects were reported.